Event description:
A customer reported a discrepant oxacillin result for a (B)(6) organism on the vitek 2 ast-gp75 gram-positive test kit. The patient is (B)(6) female with c4/5 osteomyelitis and discitis with c3-4 prevertebral soft tissue edema. The patient was placed on vancomycin following receipt of preliminary positive blood culture result for gram positive cocci on (B)(6) 2014 at 12:10am. In addition, on (B)(6) 2014, the organism tested positive for (B)(6) via pbp2a test resulting in a presumptive positive result for (B)(6) to the physician. Patient isolate was then tested on vitek 2 ast-gp75 test kit; result on (B)(6) 2014 indicated oxacillin susceptibility at 0.5ug/ml. Based on this result, the physician discontinued vancomycin and started the patient on nafcillin at 2:47pm on (B)(6) 2014. Continued testing provided further confirmation organism is positive for mrsa via biomerieux chromid agar (green result) and cefoxitin disk screen (resistant <21mm). A corrected report was provided to the physician (B)(6) 2014 and treatment with vancomycin was resumed at 08:46am. Though the false susceptible oxacillin result was reported to the physician and a treatment decision was based upon the result (discontinue vancomycin, prescribe nafcillin), the customer states there was no adverse impact to the patient due to the vitek 2 oxacillin result. Vancomycin treatment was reinstated after 18 hours of nafcillin treatment following further confirmation the organism was positive for mrsa. Based on the details provided by the customer, there is no evidence/indication of the following: injury or death to patient. Evidence that a patient underwent any unnecessary medical procedure due to the reported event. Evidence of negative impact to the patient due to the false susceptible vitek 2 result. The reported occurrence could be a continuing problem and potentially harm other patients. This event is reportable as an adverse event. Though there is no indication or report from the hospital or treating physician to biomerieux that the false susceptible oxacillin result led to an adverse event related to the patient state of health, this event is being reported since the patient treatment was impacted by the vitek 2 ast-gp75 result. Culture submittals have been requested for internal investigation. This file will be updated as further information becomes available. There is no field safety corrective action associated with this event.